Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system was loading patients yesterday from pacs and when downloading a patient's images, the system became unresponsive to touch and mouse. The site did a hard reboot then noted the system was "acting very slow, with a noticeable delay when clicking around." No patient present. Today the system is performing as intended, unable to replicate the behavior. They are deleting stored patients to help. There was no patient involved.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The I/o panel and cpu was replaced. The computer (1637d00104) and ssd (s5janj0n203019y) were returned for analysis. Analysis found no fault with the returned components. Evaluation codes that apply to this testing: b01, c19, d14 the panel assembly was returned for analysis. Analysis found that there was physical damage to the part. The footswitch cable had been broken off of the back of the panel. Evaluation codes that apply to this testing: b01, c07, d14 the software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. Evaluation codes that apply to this testing: b01, c10, d02.if information is provided in the future, a supplemental report will be issued.